Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and the pelvicol and avaulta were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/06/2015. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior paravaginal repair, repair of rectocele and enterocele and vaginal suspension. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent removal and replacement of mesh and pinnacle implant on (B)(6) 2010 due to recurrent cystocele with enterocele. (B)(4).

Manufacturer narrative:
(B)(4).